Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during a meniscal suture surgery. A 24 ° truespan implant was used, which worked very well in the first stitch, at the moment of implanting the second stitch and when the red trigger was activated it did not work, to the point of reversing and the second point could not be used. The complaint device was received and inspected. The implants and suture were not received along with the needle, it appeared that the implants were release. It was observed that needle had marks of damage and it was bent at the right position. When test its functionality, it was also observed that the trigger was loose, in that there was no tension on the handle from the spring. One part of the trigger was broken and disconnected from the firing spring; therefore, the mechanism of the handle did not work. This complaint can be confirmed.the possible root cause for the reported failure could be related when not inserting the needle to the proper depth for deployment which have caused that the implant to not be deployed as intended. When attempted to fire the implant against the tissue, excessive force could have caused stress on the handle thus causing the handle mechanism to break. For the bent issue could be related when not inserting the needle to the proper depth for deployment too, can causing damage in the needle and could have a failure being fired. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device [5l23186] number, and no non-conformances were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: h6: method codes: upon complaint review, it was determined that it was inadvertently missed on the initial report that a manufacturing record evaluation was performed for the finished device [5l23186] number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that during arthroscopy the truespan 24 degree peek at the moment of implanting the second stitch and when the red trigger was activated it did not work. The procedure was completed with another truespan device. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.